Event description:
Gore rec'd medwatch from the FDA. The event description as reported by the pt indicates that a hernia repair was performed in 2004, the pt indicated a "subsequent repair" was done in 2007, followed by a third recurrence in 2008. The pt identified a "gore-tex patch" as the device used. There is no indication that a device was explanted nor add'l info at this time to indicate position of the add'l hernias relative to the initial repair. Gore is unable to verify that our product was used; however, gore is reporting this event due to multiple interventions.

Manufacturer narrative:
The investigation is in progress.